Event description:
It was reported in clinic, a merlin transmission revealed the patient received inappropriate shock therapy for atrial fibrillation with rapid ventricular response. Reprogramming changes were made. No adverse consequences were detected.